Event description:
Company representative reported right side "have a problem with an implant." Later, healthcare professional reported "right te had deflated" and "we found a very tiny hole". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as surgical damage. Additional observations: ¿ black particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Company representative reported right side "have a problem with an implant." Later, healthcare professional reported "right te had deflated" and "we found a very tiny hole". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.